Event description:
Patient experienced a fungal keratitis with use of renu with moistureloc multi-purpose solution. An isolate was obtained which was positive for fusarium. The patient was given sporanox and voriconazole drops as treatment regimen. The physician stated that the patient developed a central corneal scar. The patient's "va 20/50 may need a lamellar graft". The patient was prescribed natamycin, vigomox, sporanox 100 mg and she also received voriconazole IV and voriconazole drops. Prior to the diagnosis, the patient was prescribed which "could be patanol" for two days by an emergency room doctor. The physician stated that the patient was first seen and referred by another practitioner who prescribed ciloxan and zymar q 1hr.